Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on anterior assessed as fold flaw opening. Additional observations: ¿ crease fold and wear abrasion observed on the device. ¿ stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Physician reported rupture found during surgery. This relates to the right device. Device has been replaced with a non-allergan device.

Event description:
Physician reported rupture found during surgery. This relates to the right device. Device has been replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported rupture found during surgery. This relates to the right device. Device has been replaced with a non-allergan device.